Event description:
A customer reported that segments are missing from the display. In review of the system it was learned that the bottom half of the "tens" unit was missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.